Event description:
Md attempted to utilize closure device in left femoral artery during an endovascular aaa procedure. The delivery device fractured and portion remained in artery. Patient required a surgical incision with direct vessel exposure in order to remove the device. Additional perclose with same lot were utilized without event to right femoral artery by md. This is a one time use device. FDA safety report ID # (B)(4).